Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: patients demographic information was provided. The customer stated that the fragment was lost during cleaning processing and will not be returned. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback fenestrated bipolar instrument was analyzed and found to have a broken main tube approximately 0.328" from the distal tip. A piece measuring proximately 0.397¿ x 0.286¿ was not returned with the instrument. Components adjacent to this broken main tube showed damage. The instrument showed scratches and marks/abrasions during visual inspection. Additional patient demographic information: body mass index (bmi) of 21.6 kg/m2.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy procedure, a piece of the force feedback fenestrated bipolar forceps instrument shaft broke off. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument in question had been in use for over 30 minutes before the issue was noticed. Throughout the procedure, the surgeon did not observe any functional problems with the instrument. The instrument was not removed prior to the breakage and no resistance was felt by the surgical staff during removal of the instrument through the cannula. Both the cannula and the instrument revealed no visible damage other than the breakage from the instrument's shaft. When the instrument fragment fell inside the patient, it was retrieved in a single, intact piece using a laparoscopic grasper. All fragments were confirmed to be retrieved visually, as only one large piece was found, and no imaging (such as x-ray or ultrasound) was deemed necessary or performed to verify any retained fragments. The procedure was completed robotically without the need for conversion to open or traditional laparoscopic approaches, and no additional surgical procedures were required to manage the incident. The patient did not return to the hospital with any post-surgical complications.

Manufacturer narrative:
The force feedback fenestrated bipolar forceps instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image showed a force feedback instrument with a broken distal overmold section of the main tube.